Event description:
It was reported that the 9800 sys booted with precharge errors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the batteries. The sys operates as intended.